Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert for atrial arrhythmia burden. Available electrograms were reviewed, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing and undersensing. At this time, this crt-d system remains in service and there was no adverse patient effects reported.